Event description:
It was reported that the patient presented in clinic and right ventricular lead failure was discovered. The lead failure was suspected due to clavicular crush. The lead was capped and replaced on (B)(6)2017. The patient was fine.